Event description:
Complainant alleged that during biomed testing the device displayed red "x" indicator and failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.